Manufacturer narrative:
Inion freedomscrews were used for the fixation of inion freedomplate. Inion freedwomscrew common device name: bone screw. Inion freedomscrew 510(k) number: k123672.

Event description:
(B)(6), performed 19 operations using inion freedom plate and inion freedomscrew - fixation (screw size primarily 3.5 mm). Healing was uneventful after majority of the operations but in one cause the fixation proved to be non-stable and resulted in pseudoarthrosis. A reoperations was necessary and inion implants were replaced by metal implants.